Event description:
There was an allegation of questionable sodium results for qc material and patient samples from the cobas 8000 cobas ise module (double). The samples were repeated on another cobas 8000 cobas ise module. One example was an initial result of 152 mmol/l and a repeat result of 145 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found there was an issue with the sample probe. He performed baseline checks, removed and cleaned the electrodes and electrode compartment, verified nozzle adjustments, replaced the sample probe, and performed all probe adjustments. He ran an ise air purge and reagent prime, performed ise checks, and performed ise precision with passing results. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.